Event description:
The user facility reported a patient with cardiomyopathy and acute exacerbation of chronic heart failure was implanted with an impella cp for mechanical circulatory support. While on support, the patient experienced pulseless electrical activity. Additional information noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Additional information: b2 date of patient death: unknown. The investigation for the reported optical signal and death issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that no issues or abnormalities were found with the returned device, and it operated to specification within the lab. Data logs were reviewed, and flows remained as expected for the duration of support. A loss in motor current and ps pulsatility is observed ~6 hours into the case, which aligns with the clinical account that the patient heart was not moving at all. Therefore, the cause of the issue was patient condition. This report is being filed as part of a retrospective review of historical records.